Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp there was hemolysis. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "there were tubes in which hemolysis occurred."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp there was hemolysis. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "there were tubes in which hemolysis occurred."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 23-may-2022. H6: investigation summary bd received 71 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for hemolysis was not observed. The photos show tubes in a shelf pack and then one single tube showing variable information. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to hemolysis were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode, hemolysis, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer (returns) and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.